Manufacturer narrative:
This report contains correction in describe event or problem and device codes.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pacing lead impedance measurements, measuring less than 200 ohms on this right ventricular (rv) channel and a lead safety switch (lss) was triggered. The electrogram (egm) showed noise with isometrics. It was suspected that there could be insulation breach. Technical services (ts) reviewed and stated to have the patient to be seen in clinic for lead evaluation and adjust sensitivity. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range shock lead impedance measurements, measuring less than 200 ohms on this right ventricular (rv) channel and a lead safety switch (lss) was triggered. The electrogram (egm) showed noise with isometrics. It was suspected that there could be insulation breach. Technical services (ts) reviewed and stated to have the patient to be seen in clinic for lead evaluation and adjust sensitivity. This rv lead remains in service. No adverse patient effects were reported.